Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was having problems stitching images. It was reported that when the system was stitching 2d images, and after pressing the save and exit button, the images changed. This reportedly occurred more with images that have been rotated. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that this was occurring post-op; after patient was treated. The medtronic representative reported the site usually takes post-operative 2d images to check end places of the screws and rotation of the bars. Stitching is happening after patient have been treated. These 2d images are not used for navigation.